Manufacturer narrative:
It was reported that a patient underwent a paf procedure with a pentaray nav catheter and the irrigation issue (device used in patient) occurred. The device evaluation was completed on 06-oct-2025. The product was returned to johnson & johnson medtech for evaluation. Johnson & johnson medtech then conducted visual inspection and irrigation test of the returned device. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since no flow was observed. Afterwards, an aluminum wire was introduced in the luer hub and the wire got stuck at the tip area. The tip was dissected, and the irrigation tube was inspected, and it was found that the irrigation tube folded in the tip area. This failure mode was identified as manufacturing related. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The root cause of the folded irrigation tubing is traced to the manufacturing process. The instruction for use (IFU) contains the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03)/ component code: hose (g04069) were selected as related to the customer¿s reported ¿irrigation issue (device used in patient)¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing¿ related. -investigation findings: operational problem identified (c13)/ investigation conclusions: cause traced to manufacturing (d03) / component code: hose (g04069) were selected as related to the customer¿s reported ¿irrigation issue (device used in patient)¿issue. In addition, biosense webster inc. Analysis finding of the ¿irrigation tube folded in the tip area¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paf procedure with a pentaray nav catheter and the irrigation issue (device used in patient) occurred. Occlusion/ no irrigation. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 09-sep-2025. The suspected device for the reported flow / irrigation issue was the catheter. The device was used in the patient. No error was noted from the irrigation pump. Pentaray nav catheter used a pressurized bag, found that there has been no less water, pentaray nav catheter out found blocked. Steps were taken to resolve the irrigation issue was to take out the pentaray nav catheter and use a syringe to pour water directly without leaving the water. The correct catheter settings were selected on the generator. No issues with flow rate at the start of ablation. This irrigation issue was originally considered non-reportable, however, bwi became aware on 09-sep-2025 that the device was used in the patient and have reassessed the event as reportable. The awareness date for this record is 09-sep-2025.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-sep-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).